Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. Approximately 18 months prior, the estimated battery longevity showed 7 years remaining, but is now showing less than 3 months remaining. It was noted that the patient is 79% paced in the right ventricle. Device data was reviewed by technical services via latitude (remote monitoring system), which confirmed premature battery depletion. The power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. There is sufficient battery capacity to support full therapy for 90 days. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. Approximately 18 months prior, the estimated battery longevity showed 7 years remaining, but is now showing less than 3 months remaining. It was noted that the patient is 79% paced in the right ventricle. Device data was reviewed by technical services via latitude (remote monitoring system), which confirmed premature battery depletion. The power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. It was also noted that there is sufficient battery capacity to support full therapy for 90 days. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. Approximately 18 months prior, the estimated battery longevity showed 7 years remaining, but is now showing less than 3 months remaining. It was noted that the patient is 79% paced in the right ventricle. Device data was reviewed by technical services via latitude (remote monitoring system), which confirmed premature battery depletion. The power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. There is sufficient battery capacity to support full therapy for 90 days. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.